Event description:
It was reported that the anchor would not hold, it pulled out when the surgeon pulled on the suture. Site had been pre-punched. The anchor was completely removed and a 5.5 cork screw was used. The rotator cuff was only partially torn so when the anchor pulled out, the surgeon had to detach the remaining part of the cuff (surgical intervention) to use the cork screw to complete the repair.

Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Based on the information provided, the most likely cause(s) of this event I includes improper bone preparation and/or implant over insertion in patients with insufficient quantity or quality of bone. Product directions for use (dfu-0087) contraindicates the use of this device in patients with insufficient quantity or quality of bone. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device was discarded by the facility.